Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for lead replacement. The patient's left ventricular lead was successfully explanted and replaced on (B)(6) 2021 for an unknown reason. The patient was in stable condition.